Event description:
It was reported that the device had a rate accuracy issue. Per reporter, the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
E1: facility name (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified this device has not been in for service previously. No error which related to customer reported problem was found in the event history log. No problem found on the device accuracy during functional testing. Device is operating as intended. Repair was not needed due to no problem found.